Event description:
Consumer called with accuracy issue. Believes her child is getting higher readings than the way she feels. Analysis run on consensus error grid (ceg) using competitive mean readings (49) as reference point vs. Bd readings (200, 269) yielded some data points in the d range of the grid, outside acceptable limits.